Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 28 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found broken into two pieces, the hypotube break was at 46.9 cm from the distal end of the strain relief. Multiple kinks were also noted along several locations of the two broken pieces of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-may 2021. It was reported that crossing difficulties encountered. The 80-85% stenosed de novo target lesion was located in moderately tortous right coronary artery (rca). A 28 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure it was failed to cross the lesion. The procedure was completed with different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed hypotube detached.